Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act, up and down buttons dome switch. No unlocked lcd keypad connector noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's daughter reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 225 mg/dl. The customer reported that the up arrow was stick and it was hard to press at times and all the other buttons seem to work fine. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.